Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from a clinical study that a patient presented with major gastrointestinal bleeding and a drop in hemoglobin requiring re-hospitalization. Diagnostic testing is still ongoing at the time of this report. The site's primary investigator indicated that the event was possibly related to the lvad system and to the patient's condition and unrelated to the lvad procedure.

Manufacturer narrative:
Updated sections: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Corrected sections: age/date of birth and describe event or problem. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Though the root cause of the reported event cannot be conclusively determined, the most likely cause of this event is the presumed patient's use of therapeutic anticoagulation and antiplatelet medications. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Device communicated properly with the test blood glucose meter. The test blood glucose value was sent from the meter and received by the device. Device displayed the test value on the insulin pump screen. No insulin pump or meter communication anomaly noted. Insulin device passed displacement test and self test. Hardware low level failures error was present in the device trace download due to broken trace at on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.